Manufacturer narrative:
Concomitant products: product ID 37743, serial# unknown, product type programmer, patient; product ID neu_ unknown_lead, serial# unknown, product type lead; product ID neu_unknown_lead, serial# unknown, product type lead. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported during the trial the lead wire came out and they felt ¿like they were dying.¿

Event description:
It was reported the patient started getting shocked and ¿can¿t get the lead to react and come down at all¿. It was reported the patient¿s system is a trial system for pain. It was noted that the patient is ¿hurting everywhere else but not from the device but from their normal pain¿. It was reported the shocking began 15 minutes prior to report and that they could not get the ¿left/leg side to respond¿. It was further noted that the because of the shocking the patient¿s husband ¿unplugged the device¿ and now that the device is off the patient is in pain but it is just their normal pain. Additional information received reported the cause of the event was unknown but the trial device and leads were removed. It was noted that the patient symptoms included a ¿squeezing, shocking sensation around the thorax¿. It was noted that the patient did not require hospitalization due to the event and no injury occurred.